Manufacturer narrative:
Section A4, A5 and A6: Unknown, information was requested but not provided.Section D6a: Not applicable, as the lens was not implanted.Section D6b: Not applicable, as the lens was not implanted, hence not explanted.Device Evaluation: Product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing Record Review: The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this Production Order (PO) was performed. The search revealed no other complaints were received for this production order number. Conclusion:Based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to Johnson & Johnson Surgical Vision, Inc., has been submitted.This report was impacted by eMDR scheduled maintenance occurring (b)(6) 2026.

Event description:
It was reported that the preloaded monofocal intraocular lens (IOL) had a torn or broken haptic. Additional information received confirmed that the haptic was bent/broken. It is unknown whether the damage was due to use error or whether any resistance was encountered or excessive force was applied during lens delivery. The cartridge and lens did not come into contact with the patient's left eye, as the event was observed during handling prior to implantation. The procedure was completed using a backup lens of the same model and diopter power. No patient injury was reported, and no vitrectomy, incision enlargement, or suturing was required. It remains unknown whether the device caused or contributed to the event. The patient's outcome was reported as unknown. No further information was provided.